Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella for mechanical circulatory support. During support, it was reported that the patient left ventricle was perforated and the physician performed a sternotomy with left ventricle repair. Additionally, the patient had a cerebral hemorrhage, all anticoagulation was stopped and heparin removed from purge fluid. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.